Event description:
During laparoscopic gastric bypass surgery, a through and through injury to the roux limb occurred when making the enterotomy for the gastrojejunostomy with the harmonic scalpel. The laceration was repaired with a running ethibond stitch used to reapproximate the serosa and mucosa. The anastomosis was tested with methylene blue and appeared to be watertight. The patient left the or in stable condition.